Manufacturer narrative:
This report is being supplemented to provide additional information in section b5 received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer indicated that microbiological culturing of the colonoscope identified 1¿10 colonies of pseudomonas aeruginosa and 1¿10 colonies of klebsiella varicola.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.